Event description:
It was reported that the bd micro-fine¿ pro pen needle was difficult to prime during use. The following information was provided by the initial reporter, translated from japanese: "according to the user's report, the drug solution was discharged during priming, but air in the insulin pen was not released.".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that the bd micro-fine¿ pro pen needle was difficult to prime during use. The following information was provided by the initial reporter, translated from japanese: "according to the user's report, the drug solution was discharged during priming, but air in the insulin pen was not released."